Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was loose and dislodged from the pump. Customer's blood glucose level was between 100 and 200 mg/dl. Reportedly, customer will continue to use pump.